Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive with a blank, nonvibrating screen after overnight charging, and the user could not connect via the mobile app or initiate a firmware update, consistent with a display difficult to read and a touchscreen component involvement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display issue was identified in context of the reported display difficult to read, with involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.